Event description:
It was reported that a shiley flex cuffed trach's cuff was "blown" while in use on a ventilated patient in a hospital setting. The cuff of the initial tube was described as "blown" during use, prompting a replacement with another flexible tube. Upon insertion, the cuff of the replacement tube also became "blown", necessitating another tube change.

Manufacturer narrative:
D10 concomitant product (unknown - shiley, 18875 7.5mm taperguard evac trachealx10, lo# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.